Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported intermittent keypad operation was reproduced during evaluation when performing a keypad test; the #3 key was found to only function intermittently. Using known good components revealed that the keypad was the failing part and requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had issues with the keypad buttons intermittently not working. There was no patient involvement. No additional information is available.